Event description:
It was reported that a pump was alarming for a system error 105. There was no pt injury or death associated with the pump.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The unit was received inoperable due to a system error 105, confirming the reported symptom. The error was caused by a failed motor (seized). As a result, the motor assembly was replaced.